Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the trocar valves were leaking during a vitreoretinal procedure. There was no patient harm. There is no additional information available for this report. The customer did not save the samples.

Manufacturer narrative:
Additional information: there was no product sample returned for evaluation; therefore, the condition of the product could not be verified. A lot number was not identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. (B)(4).